Event description:
It was reported that the customer experienced a blank screen on the insulin pump while driving. The customer stated taht she noticed the blank display when attempting to deliver a bolus. The customer's blood glucose was 209 mg/dl. Troubleshooting was done. Explained possible cause of the blank display. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.